Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening, imprint of patch logo on opposite side of the shell consistent with folded device, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a linear striated opening on radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a linear striated opening assessed as surgical damage consist in the use of some surgical tool. - the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported "any creases, and hole on patch side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.6b, d.9, g.2, h.3, h.6.

Event description:
Healthcare professional later reported "any creases and hole on patch side." Device has been explanted.